Event description:
Boston scientific (formerly guidant) received info from the pt in response to a device tracking mailing. The pt received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. The pt stated that their endograft was explanted six years post implant. The reason for the graft explant was not specified. To date no further adverse pt effects were reported.

Manufacturer narrative:
No additional info is available at this time. If additional info becomes available this event will be updated.